Manufacturer narrative:
Section b5: addendum for additional information received: the filter was placed as the patient was contraindicated to anticoagulation, due to a past history of history of thrombocytopenia. The patient has a history of hypertension requiring medication and a current diagnosis of copd and lung cancer. The patient also has a right lower extremitiy (rle) deep vein thrombosis (dvt) limited to below the popliteal vein. As reported by the preserve study, the patient underwent placement of an optease vena cava filter. The filter was placed as the patient was contraindicated to anticoagulation, due to previous history of thrombocytopenia. The patient also has a history of hypertension, which required medication. The patient is noted to have had right lower extremity (rle) deep vein thrombosis (dvt), limited to below the popliteal vein. Four months and nine days post implantation, the patient presented with shortness of breath (sob) and confusion. Per consult note, the patient was in respiratory arrest and was put on mechanical ventilation. A computed tomography angiography (cta) of the chest revealed a small pulmonary embolism (pe) on the left lower pulmonary artery, as well as pneumonia on the right lower lung. The patient was also treated for chronic obstructive pulmonary disease (copd) exacerbation with intravenous steroids and intravenous antibiotics. The patient was eventually weaned off the ventilator and discharged to home in stable condition, fourteen days after. The event resolved without sequelae. This event was considered to be severe in severity and unrelated to the device. The patient was also diagnosed with lung cancer. Five months and eighteen days post implantation, the patient presented to the hospital with complaints of feeling bad for about three days, and shaking and chills in the last day. A chest x-ray showed right basilar pneumonia. The patient was admitted and was administered intravenous antibiotics, as well as steroids and nebulizer treatments. A therapeutic and diagnostic bronchoscopy was performed seven days later. A computed tomography (CT) scan of the chest and abdomen showed moderate right pleural effusion. An ultrasound guided right thoracentesis was performed without complications, three days after. The patient responded well to the thoracentesis and was discharged to home. This event was considered unrelated to the device. The event resolved without sequelae. This event was considered to be severe in severity and unrelated to the device. Six months and seventeen days post implantation, the patient presented to the hospital with complaints of respiratory distress that had been worsening over the past two days. Per ems (emergency medical services) oxygen saturation, on 4 liters oxygen at the scene was in the high 50's, increased to high 90's with 15 liter oxygen en route. The patient was admitted and placed on bilevel positive airway pressure (bipap) support. Four days later, an aspira catheter was placed in the right chest due to malignant pleural effusion. The patient was placed on palliative care, and a day later, the bipap was removed, and the patient was put on comfort measures. The patient expired on that day. The event leading to death was acute on chronic respiratory failure, with hypoxia and hypercapnia. This event was considered to be severe in severity and unrelated to the device . The product was not returned for analysis. A product history record (phr) review of lot 17401863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿post procedural pulmonary embolism¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Vessel and patient characteristics may have contributed to the reported event. According to the safety information in the instructions for use ¿possible procedure complications include, but are not limited to, the following: recurrent pulmonary embolism.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) study, the patient underwent placement of an optease vena cava filter. Four months and nine days post implantation, the patient presented with shortness of breath (sob) and confusion. Per consult note, the patient was in respiratory arrest and was put on mechanical ventilation. A computed tomography angiography (cta) of the chest revealed a small pulmonary embolism (pe) on the left lower pulmonary artery, as well as pneumonia on the right lower lung. The patient was also treated for chronic obstructive pulmonary disease (copd) exacerbation with intravenous steroids and intravenous antibiotics. The patient was eventually weaned off the ventilator and discharged to home in stable condition, fourteen days after. The event resolved without sequelae. This event was considered to be severe in severity and unrelated to the device. Five months and eighteen days post implantation, the patient presented to the hospital with complaints of feeling bad for about three days, and shaking and chills in the last day. A chest x-ray showed right basilar pneumonia. The patient was admitted and was administered intravenous antibiotics, as well as steroids and nebulizer treatments. A therapeutic and diagnostic bronchoscopy was performed seven days later. A computed tomography (CT) scan of the chest and abdomen showed moderate right pleural effusion. An ultrasound guided right thoracentesis was performed without complications, three days after. The patient responded well to the thoracentesis and was discharged to home. This event was considered unrelated to the device. The event resolved without sequelae. This event was considered to be severe in severity and unrelated to the device. Six months and seventeen days post implantation, the patient presented to the hospital with complaints of respiratory distress that had been worsening over the past two days. Per ems oxygen saturation, on 4 liters oxygen at the scene was in the high 50's, increased to high 90's with 15 liter oxygen en route. The patient was admitted and placed on bilevel positive airway pressure (bipap) support. Four days later, an aspira catheter was placed in the right chest due to malignant pleural effusion. The patient was placed on palliative care, and a day later, the bipap was removed, and the patient was put on comfort measures. The patient expired on that day. This event was considered to be severe in severity and unrelated to the device.